Event description:
It was reported that while the surgeon was using a pair of locking pliers, the pin that holds the ratcheting device onto the body of the instrument broke. No pieces were left inside patient. The surgeon used another pair of pliers to complete the surgery. No adverse effect on the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the pin was missing to secure the ratcheting mechanism. This complaint was deemed indeterminate from a manufacturing standpoint. . Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(6) 2011. Placeholder.